Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that during patient treatment, the ventilator generated technical error codes for disabled valves, software error, ventilation error and communication error. The evaluation of the device logs confirms that the reported technical errors occurred once on (B)(6) 2019, together with alarms indicating that ventilation stopped. Ventilation was started 15 hours before the event. The last three pre-use checks passed 10 days before the event. No further issues have been reported. The returned control printed circuit board (pcb) was examined by the r&d department. No issues were found, the control pcb worked as expected. Previous investigations of similar events have shown that flash memory on the breathing control pcb on rare occasions may get stuck in a way that requires a power cycle (cold start) to resolve. Measures to prevent this are planned with an upcoming software release.

Event description:
It was reported that during patient treatment, the ventilator generated technical error codes for disabled valves, software error, ventilation error and communication error. There was no patient harm. Manufacturer's ref #: (B)(4).